Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. A new lv lead was attempted but thresholds were unacceptable. The old lv lead remains in use and an assessment for the need of an epicardial lead replacement is planned. No further patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator, implanted: (B)(6) 2009; product ID 694965 implantable tachy lead, implanted: (B)(6) 2006; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).